Manufacturer narrative:
According to the case information, the sensor broke during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove all the pieces of broken sensor. An RMA was not created for the return of the sensor pieces for investigation because multiple follow up attempts were made with the hcp to gather additional information about the return of the broken pieces of the sensor but the hcp and territory manager were not responsive. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary.

Event description:
On 14 nov 2024, senseonics was made aware of an incident where hcp reported a broken sensor during the removal procedure.according to the hcp, the sensor broke into two pieces.all pieces of the broken sensor were removed.